Event description:
The customer reported that this is an out of box failure. The ventilator alarmed w/pressure sensor failure occurrence. There was no reported pt involvement.

Manufacturer narrative:
(B)(4).